Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 03/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2015 with the following findings: there were no lines found through the display. Unrelated to the initial complaint, the display was found to have a pink contrast.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (line through display) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.